Manufacturer narrative:
Device was discarded by the site. Therefore, evaluation is not possible. There is no allegation that a malfunction of the device caused or contributed to the reported event.

Event description:
A philips representative reported that a cardiac lead management procedure to remove a right ventricular (rv) lead commenced on (B)(6) 2018. The spectranetics sls ii laser sheath 500-013 was utilized to extract the lead without issue. The physician then put a guidewire in through the sls laser sheath for re-implant of an additional implantable cardioverter defibrillator (ICD) lead. As the lead was placed, the patient's blood pressure began to slowly drop down into the 40s. Rescue efforts were implemented. After sternotomy was completed, the physician confirmed there was a tear in the innominate vein. They continued with the surgical rescue but the patient did not survive the procedure.